Manufacturer narrative:
(B)(4). Date sent: 11/02/2025. D4: batch #352d34. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with the firing trigger handle damaged and with no reload present. The metal part of the firing trigger was not placed in the proper position of the handle. The device was tested for functionality with a test reload, however, the device only achieved its 1/3 firing stroke due to the damage on handle. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the firing trigger handle to be damaged. A manufacturing record evaluation was performed for the finished device batch number 352d34, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a with lot number 370d09; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; it was observed that the staples were malformed after firing. Changed another one to continue the surgery, the same problem happened. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.